Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3325 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3325 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 940970) for female sterilisation. The patient had a medical history of pelvic pain female on (B)(6) 2021, chronic rhinitis and appendectomy in 2011, termination of pregnancy in 2001 and abortion, parity 4, multi gravida, uterine cancer, ovarian cancer, breast cancer, coronary artery disease, adenoidectomy, tonsillectomy, obesity, allergic reaction to analgesics, missed abortion, uterine dilation and curettage and vaginal bleeding. Previously administered products included: mirena. Concurrent conditions were listed as panic disorder and major depressive disorder. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3297 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Right: 4 coils left: 2 coils the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.92 kg/sqm. [Computerised tomogram] on (B)(6) 2013: findings: uterus/ovaries: the uterus shows expected size. Radiopaque devices are seen in the expected location the bilateral fallopian tubes likely consistent with sterilization procedure. No adnexal masses are seen. Impression: radiopaque devices in the bilateral fallopian tubes appear in place [hysterosalpingogram] on (B)(6) 2012: findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pregnancy test urine] on (B)(6) 2012: negative [ultrasound scan] on (B)(6) 2013: lmp: (B)(6) 2013. This was a difficult examination due to body habitus and overlying bowel gas. Comparison was made with a prior ultrasound scan performed on (B)(6) 2012. Uterus: the myometrium appears heterogeneous in texture. The endometrial stripe is normal. The endometrial stripe measures 4.7 mm. Patient has essure and visualized in a normal position. Right ovary: the right ovary appears normal in size and echogenicity. The right adnexa is unremarkable. Left ovary: the left ovary appears normal in size and echogenicity. The left adnexa is unremarkable. Cul de sac: there is a small amount of free fluid in the cul-de-sac. Impression: small bilat essure¿s seen in expected locations the most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lot number added. Additional reporter added. Medical history & concomitant conditions added. Lab data updated. Case comments: we received a in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted (lot no. 940970) for female sterilisation. The patient had a medical history of pelvic pain female on (B)(6) 2021, chronic rhinitis and appendectomy in 2011, termination of pregnancy in 2001 and abortion, parity 4, multi gravida, uterine cancer, ovarian cancer, breast cancer, coronary artery disease, adenoidectomy, tonsillectomy, obesity, allergic reaction to analgesics, missed abortion, uterine dilation and curettage and vaginal bleeding. Previously administered products included: mirena. Concurrent conditions were listed as panic disorder and major depressive disorder. On (b)(60 2012, the patient had essure inserted. On (B)(6) 2021, 3297 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Right: 4 coils left: 2 coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.92 kg/sqm. [Computerised tomogram] on 30-dec-2013: findings: uterus/ovaries: the uterus shows expected size. Radiopaque devices are seen in the expected location the bilateral fallopian tubes likely consistent with sterilization procedure. No adnexal masses are seen. Impression: radiopaque devices in the bilateral fallopian tubes appear in place. [Hysterosalpingogram] on (B)(6) 2012: findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pregnancy test urine] on (B)(6) 2012: negative [ultrasound scan] on (B)(6) 2013: lmp: (B)(6) 2013. This was a difficult examination due to body habitus and overlying bowel gas. Comparison was made with a prior ultrasound scan performed on (B)(6) 2012. Uterus: the myometrium appears heterogeneous in texture. The endometrial stripe is normal. The endometrial stripe measures 4.7 mm. Patient has essure and visualized in a normal position. Right ovary: the right ovary appears normal in size and echogenicity. The right adnexa is unremarkable. Left ovary: the left ovary appears normal in size and echogenicity. The left adnexa is unremarkable. Cul de sac: there is a small amount of free fluid in the cul-de-sac. Impression: small bilat essure¿s seen in expected locations. Batch number 940970, manufacture date 2011-10-31, expiration date 2014-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2025: quality safety evaluation of ptc. Case comments: we received a in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.